Manufacturer narrative:
D4 - primary UDI number: corrected. Received one device, customer complaint of,¿ device has a delaminated downstream occlusion seal (dso) and requires a software upgrade¿, confirmed through visual inspection. Dso seal was detached, service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a delaminated downstream occlusion (dso) seal and requires a software upgrade. There was no patient involvement.